Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4), UDI#: (B)(4). No 510(k) provided as this device is not released for distribution in the united states. Analysis of the 9733437 found that the camera or scu was damaged. When connected to a known good system the psu would not power up. This psu had not been previously returned for a failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the navigation system had a boot up issue. The camera was cycling as the system was booting up and the system did not complete the booting process. Ndi tool box configuration utility was started, and the communication issue was confirmed. Site switched to em for the upcoming procedure. There was no patient present when the issue occurred.